Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lamba c, denning k, ouellette e, kurtz s, bullock m. An interesting case of osteolysis with accompanying metallosis in a primary total knee arthroplasty. Arthroplast today. 2021 aug 26;11:81-87. Doi: 10.1016/j.artd.2021.07.002. Pmid: 34485655; pmcid: pmc8397922. Objective and methods: the authors present a case of osteolysis and metallosis 7-years after pfc sigma tka utilizing a stabilized plus pe tibial insert with a small titanium stabilizing pin. 46 year-old female patient received a left primary pfc sigma tka. The patella was resurfaced and unknown cement was utilized. The procedure was completed without complications. Seven years later, the patient received a left knee revision to treat progressive osteolysis and instability secondary to collapse of the tibial tray. Upon entering the joint, the surgeon identified significant synovitis, metallosis, complete loss of lateral stabilizing soft tissue, and fibrosis. The femoral component was grossly loose and easily removed due to significant lateral epicondyle bone erosion, measuring 50 mm x 40 mm x 20 mm, which extended into the medial and lateral portion of the inter condylar region. The tibial insert had gross front- and backside wear and delamination, including on the titanium reinforcement pin. The tibial tray was loosened at an unknown interface and had collapsed secondary to a 25 mm x 20 mmx 20 mm osteolytic defect of the lateral tibial plateau. The patella was retained. The patient was revised with an unknown construct. The procedure was completed without complications. Histopathologic examination of the excised tissue identified titanium debris generated by the tibial insert stabilizing pin articulating against the tibial tray. There was also visible wear on this small pin, which is attached to the large poly insert to ensure it is secured to the tibial tray. The exam did not identify any wear debris generated by the cocr tibial tray. The authors concluded that this was the root cause of the metallosis. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pfc sigma, including a tibial stabilized plus pe tibial insert with a small titanium stabilizing pin attached, patella, tibial tray, and femoral component.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for investigation. From the x-rays and photographs provided, loosing and migration cannot be confirmed. The photo investigation found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.